Event description:
As reported on the medwatch form: reports safety needle did not retract all of the way, resulting in a needle stick injury. No add'l info was made available from the reporting facility after several requests were made, requesting add'l info and the status of the sample for return.

Manufacturer narrative:
The actual device in the incident was not returned to the MFR to be evaluated. Without the sample a thorough eval could not be performed. No specific conclusions can be drawn. It should be noted that the introcan safety is designed to reduce the risk of needlestick injuries. However, cdc guidelines and/or facility protocols should always be followed. Sharps should be disposed of immediately into an appropriate sharps container. All available info has been provided to the actual MFR.